Event description:
Patient experienced pain while walking. Scan revealed joint effusion and cyst. Elevated chrome cobalt levels in the blood was noted. Greenish joint liquid noted during per op.

Manufacturer narrative:
This complaint is still under investigation

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the returned devices finds no signs of abnormal wear. A search of the complaints databases finds one other report against the femoral head lot code. A previous review of device history records found no related manufacturing deviations or anomalies. The search returned no other results against the returned liner. The search was not possible against the unknown devices as the product/lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.